Manufacturer narrative:
Additional information was received on 9/11/2019. The device initially thought to be deflated was found to be intact upon explant. The right sided implant was dropping, creating an asymmetric appearance, however the reason is unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline protheses experienced left sided baker¿s grade capsular contracture and right sided deflation with normal encapsulation post procedure. The patient stated the right side began to droop and was leaking, while the left side was hardening and began to sit higher. The capsular contracture was diagnosed by a physician. As a result, an explant is planned for (B)(6) 2019. This report relates to the right prosthesis. See 1645337-2019-17347 for contralateral prosthesis report.